Event description:
Information was received from a patient receiving hydromorphone and clonidine via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. It was reported that the patient stated the doctor was having issues putting medication in the pump the last two refills. The patient mentioned the doctor was going to do a dye study to see if there is something wrong with the pump and they don't think it's the pump itself, but the doctor thinks it's a catheter issue. The patient also mentioned they have been in a lot of pain for 'the last month' then 'was doing very good until recently,' and the doctor upped the pump more and the boluses more for them. The patient stated 'I know when I'm receiving medication vs when I'm not.' The patient reported the last time the doctor tried to fill it, they were unable to fill the pump all the way because there was 2-3 cc's of medication 'because it wouldn't allow him - there was more in the pump than it was saying there was.' The patient stated the healthcare provider (hcp) spoke to a manufacturer representative (rep) after they filled the pump this time to explain what was going on and the rep told them it may not be the pump, it may be the catheter. When the manufacturer's patient services specialist (pss) inquired about the pump medication, the patient stated 'hydromorphone and clonidine. I had other doctors putting other meds in it so I've had this problem before but they didn't do anything about it. Like the doctor I had before this one that was premixing the medications himself. He didn't let the pharmacy do it so he blew the pump out. So they replaced that but not the catheter. So this issue may be due to that. This catheter is also over 10 years old.' The patient read from therapy details on external device: bolus duration: four minutes, lockout duration: 12 hours, dose restriction: two boluses per 24 hours, and 2 boluses per day.' The patient mentioned they have an appt with their hcp at 1pm today. Pss documented reported information, redirected to healthcare provider, and reviewed manufacturer resources for healthcare providers.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2002; UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.